Event description:
The pump was programmed to run the ramp pdp feature with one hour ramp up, 12 hours at constant rate, and one hour ramp down. The total infusion was set to run over 14 hours. The pump alarmed after 7 hours. The 2000 ml bag of total parenteral nutrition was found empty. No pt injury resulted.